Manufacturer narrative:
(B)(4). The implanted device remains.

Event description:
Per the clinic, the patient experienced pain and device migration due to the device being implanted upside down. Subsequently on (B)(6) 2015 the patient underwent revision surgery to have the device turned right side up, repositioned and sutured in place. The implanted device remains.